Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump correction factor setting was inaccurate. The customer was unsure if the pump correction factor was initially set incorrectly or if the setting had been accidentally changed by the user. Tandem technical support guided the customer through adjusting the correction factor. Customer did not deliver an inaccurate amount of insulin due to the incorrect setting. Reportedly, the customer would override the recommended bolus calculation and deliver the correct amount of insulin; therefore, customer's blood glucose level was not impacted.